Event description:
Customer reports lancet will not retract. Intermittently the needle will get stuck in his finger and he will have to pull it out; no medical treatment received. No adverse event reported. Requested return of suspect device and replacement was sent.